Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator was alarming "vti and vte difference" and "transducer fault". The customer clean the expiratory valve body, flow sensor, diaphragm and exhalation valve assembly but it did not solve the problem. The customer reported that leak test and transducer calibrations were successful. The customer change the main printed circuit board and the problem was solved but after some time "transducer fault" alarm reoccurred. The customer reported that there was no patient involvement.